Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved with a 6/7f mynx control vascular closure device (vcd) after use. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. Manual compression was performed for greater than 30 minutes to complete hemostasis. There was no reported patient injury. There were no issues noted during balloon retraction or the button #2 step. The sealant was deployed to the proper location. The mynx vcd was used in diagnostic procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no tortuosity. There was little to no presence of pvd / calcium in the vicinity of the puncture site. The procedure used a retrograde approach. The deployer is mynx certified. The device will be returned for evaluation.